Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: a review of the black box revealed a power on reset (por) event on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation. The battery compartment was found to be cracked below the bumper grip. There was moisture and corrosion observed on the display screen and inside the pump. During a leak test, the pump was found to be leaking due to a crack between the display lens and the case seal. The battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there was moisture and corrosion found inside the pump to the display screen and the power pcb. The product performed within specification and the reported ¿no power¿ complaint was unable to be duplicated. Unrelated to the complaint, the text on the display screen was found to be dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.